Event description:
Meter name: ot profile. Strip name: one touch. Meter code: unk. Strip code: unk. Strip storage: unk. Symptoms: none. A pt reported they were unable to test. Their meter allegedly was missing segments. There was no result on their meter. There were no other tests or comparisons. No treatment. No further info has been reported.